Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in inappropriate anti-tachycardia pacing (atp). In addition, there was noise and oversensing on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted that the noise didn't correspond to the shock electrogram (egm), and the noise was sometimes only on the rv lead, and other times it was on both the ra and rv leads. The noise was unable to be reproduced. The patient's leads are non-boston scientific products. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. The ICD and ra lead remain in service. No additional adverse patient effects were reported.